Event description:
Site indicated ae surgical site/orthopaedic, probably not related to device. Moderate severity. Rehospitalized (B) (6) 2004. Treatment: revision/component removal: component removed: tibial tray.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.